Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source cannot connect to 290 scope. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for evaluation and the reported malfunction was not confirmed. Based on the results of the investigation, it is likely that the customer allegation was not confirmed. The root cause could not be determined. Olympus will continue to monitor field performance for this device.